Manufacturer narrative:
Additional narrative: patient weight is not available for reporting. The 510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. It cannot be determined which of the two reported screws broke. Possible part number: 04.610.114 or 04.610.214. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown procedure on (B)(6) 2017, the screwdriver broke while attempting to insert a screw. Surgeon did pre-drill prior to insertion. It is further reported patient bone quality still made insertion of the screw difficult and resulted in the screw fracturing. The screwdriver reported to break when the plate was placed and the screw was being adjusted. Surgeon had difficulty placing the remaining screws, which resulted in the heads of two of the screws becoming damaged. The exact type of damage was not reported. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The two affected screws were placed with difficulty. For this reason the heads of two screws got damaged. The screw did not break. In addition, a review of the attached complaint history did not reveal a similar event that caused or contributed to a serious injury or death in the past. Should further information become available this determination will be reassessed accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the screwdriver broke and the two affected screw were damaged and were placed with difficulty. None of the screws broke.the initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The two affected screws were placed with difficulty. For this reason the heads of two screws got damaged. The screw did not break. In addition, a review of the attached complaint history did not reveal a similar event that caused or contributed to a serious injury or death in the past. Should further information become available this determination will be reassessed accordingly.